Event description:
Customer felt they weren't getting enough oxygen. Customer looked like they was having a seizure and an ambulance was called and the customer was taken to the hosp. Paramedics received a blood glucose result of 40mg/dl at 4:30am. The next day customer was having the same symptoms. Blood glucose was 200mg/dl in the am, the customer took medication as normal around 4 or 5pm. An ambulance was called and the paramedics gave the customer 2 sugar boosters. The customer was taken to the hosp and admitted. The customer also stated the lot number and expiration date were not on the glucose strip vial. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.